Event description:
The advocate called for help with the customer's breeze2 meter. She performed control tests during the call and received results of 190 and 197 mg/dl. The normal control range was 94-129 mg/dl. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips and a new meter were sent to the customer.